Event description:
It was reported that after approx. 48 hours of use, cvc disintegrated and piece of catheter was retained in patient's left ventricle. Fragments were surgically removed from right atrium with forceps. Hospital reported dehydrated alcohol was infused through catheter. There were no patient complications reported.